Manufacturer narrative:
Device evaluation summary: belt sn (B)(4) has not yet been recovered from the field. Monitor sn (B)(4) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2017 around 9-10:00 am. Per the downloaded ECG and flag data, device detected vf at 10:01:47. During the detection, an external non-lifevest defibrillation was delivered at 10:02:20. The patient's rhythm remained vf following the external defibrillation and the patient was treated by the lifevest at 10:03:18 am. The post-shock rhythm again remained vf. Noise was visible on the ECG channels following the lifevest shock. The device was removed from the patient 18 seconds later.